Manufacturer narrative:
Analysis: · internal review of qc release data for affected eplex rp2-ivd lot 54010264 confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).

Event description:
On (B)(6) 2021, genmark was advised of unexpected positive results, for sars-cov-2 on the rp2 panel tested on (B)(6) 2021. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated and there was signal detected for sars-cov-2. On august 13, 2021, the same sample was tested on eplex rp2 panel generating an invalid result. On august 14, 2021, a negative result for sars-cov-2 was generated by the comparator method, an unspecified elitech group assay and negative on a third rp2 test. This event is associated with an off label oropharyngeal sample in off label media and swabs.